Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms when connected to the device. The physician opted to continue to monitor. The lead remains in service. No adverse patient effects were reported.